Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, the following information was received: the stent was retrieved several days later.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately calcified, moderately tortuous, proximal left anterior descending coronary artery. The 2.50x38mm xience alpine stent delivery system (sds) was advanced but could not cross the lesion. During removal of the sds, the guiding catheter was pulled back. During re-positioning of the guiding catheter, the stent dislodged. X-ray confirmed the stent was carried to the right vertebral artery. A snare was used to successfully retrieve the stent. Three xience alpine stents were implanted to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Sus voluntary event report #mw5061522.

Event description:
Subsequent to the final medwatch report, the following additional information was received: the stent was removed the next day. Subsequent to the final medwatch report, the following additional information was received from through an sus voluntary event report: stent sheared off of stent catheter while being brought back into guiding catheter.